Event description:
Two vials from different mfrs that are used in the cardiac cath lab, rotaglide lubricant (used to lubricate utensils) and diprivan. Both vials are the same size with similar label format (blue top, white bottom, drug name in white letters). Medication was not administered to or used by the pt. Intervention: separation of product. Pharmacist discovered the error. Error discovered on review of package label and vial size.